Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, the device was thoroughly analyzed. The fiber was visually inspected and no anomalies were observed. Functional testing was performed using the hene (helium-neon) laser fixture. No evidence of breakage along the length of the fiber was identified. The fiber successfully passed the connector segment verification test and the saline flow test. Microscopic analysis confirmed that the metal cap and the glass cap were not present, as they were not returned with the fiber. With all the available information, boston scientific confirms the reported fiber malfunction. It is likely that heat accumulation at the output window due to tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow contributed to the caps detachment. Continuously elevated temperature can lead to fiber damage, including detachment of the metal and glass cap. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, and after 2.58 minutes and 13.262 joules of use, the fiber experienced a failure. A new fiber was used to complete the procedure. There were no patient complications. Analysis of the returned fiber found that the metal cap and glass cap were detached.